Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had ongoing low impedance and was undersensing in the bipolar pacing configuration. The pacing polarity was changed to unipolar, however then the lead was oversensing. The lead is being monitored and remains in use in the unipolar pacing configuration. No patient complications have been reported as a result of this event.